Event description:
Patient with a bmi of 68.47 was intubated on a bariatric bed for their procedure. The bed broke which caused the mattress to deflate on one side which created difficulty turning the patient on their side for their procedure. Hillrom was called and bed swapped out while patient was intubated. Procedure was continued. Hillrom says that this is a common occurrence and when patients are moved the mattress pump can get disconnected and deflate. Hillrom took the bed away. Manufacturer response for capella bariatric bed, capella bariatric bed (per site reporter). [Redacted date] initial contact for ids and location bed, this is not a "defect" but it occurred without extreme use of the bed and acknowledged by the rep as common.